Manufacturer narrative:
Follow-up # 1 ¿ (05/06/2014). The patient¿s meter has been returned on 4/22/2014 and evaluated by lifescan product analysis on 4/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/23/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/ reporter contacted lifescan (lfs) alleging a onetouch ultra2 meter was displaying inaccurately low readings compared to the patient¿s feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated 2 weeks prior to contacting lfs, the patient obtained a reading of ¿68mg/dl¿ the reporter stated the patient uses self adjusting insulin to manage his diabetes. The reporter stated the patient did not develop any symptoms. However the reporter stated 2 weeks prior to contacting lfs at 2:30pm, the patient went to a doctor¿s office and reading of ¿40mg/dl¿ was obtained on a unknown meter and he was given something to eat or drink as treatment from the health care professional. It is unknown how much time passed in between the readings. At the time of troubleshooting the cca confirmed the patient¿s test strips were in good condition and the meter was in a correct unit of measurement at the time of testing. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims, due to the alleged issue a severely low blood glucose reading was obtained by a healthcare professional and the patient required treatment from a healthcare professional due to a delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.